Event description:
The reporter stated the surgeon inserted an aa4203tl silicone toric plate lens but the lens tore while being ejected. The lens was removed with no pt injury, the incision was not enlarged or sutured. The reporter stated it was unknown as to why the lens tore.